Event description:
Patient reported they were examined by their dentist and provided a letter of recommendation. The dentist states that the byte aligner do not work for this patient and the patient is a contraindicated patient due to having implants and open bite. Invisalign is recommended to this patient. Patient was recommended to discontinue aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.